Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. In an update, it was reported the replacement procedure was done with no complications. Therapy was restored properly and satisfactory. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg's were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer report number:1627487-2023-02795. It was reported that following an unrelated surgery the patient's thoracic and cervical ipg's were no longer operable. It was indicated that the patient did not place either ipg into surgery mode. Surgical intervention may take place at later date to address the issue.